Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The needle pierced through the transseptal sheath. There was difficulty while withdrawing. The sheath was replaced and the issue resolved. The procedure was completed with no patient consequence. Since there was potential for cardiac/vascular injury due to misalignment of the needle to the intended path, this event has been assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The needle pierced through the transseptal sheath. There was difficulty while withdrawing. The sheath was replaced and the issue resolved. The procedure was completed with no patient consequence. Upon receipt, the device was visually inspected and a puncture/cut was observed at the vessel dilator. A scanning electron microscope (sem) test was performed and elongation and stretch marks were noticed at the perforation surrounding borders that suggest that an unknown object coming from the proximal to the distal forced its way across the vessel. Vessel dilator shape was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified; however based on the available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes.